Manufacturer narrative:
Patient¿s identifier and weight are unknown. Date of post-operative infection development is unknown. This report is for unknown quantity of unknown screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a surgery on (B)(6) 2017 and was implanted with a plate and unknown number of screws. On (B)(6) 2017, it was identified that the patient had infection. The infection was washed out, vacuum-assisted closure (vac) dressing, caused by metalwork. On (B)(6) 2017, the patient was back for further vac treatment. Pseudomonas was positive at time of debridement. Patient was revised on (B)(6) 2017 due to plate breakage (captured under linked complaint (B)(4). Patient was revised to synthes expert retrograde/antegrade femoral nail (rafn) with spiral blade. This report is for unknown quantity of unknown screws. This is report 2 of 2 for complaint (B)(4).